Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.

Event description:
It was reported that the customer experienced a low blood glucose level that made customer lose consciousness, bite tongue, and have a seizure. Bg value was not provided; cause was unknown. Customer was assisted by emergency medical services who took customer to emergency room. Event occurred sometime at the end of (B)(6) 2024. Customer was treated with IV of fluids and saline to address bg. A system check was performed, and it was found that the customer was using off label insulin (fiasp) within the pump supplies. Customer was discharged 10 hours later, with the issue resolved and no permanent damage.